Event description:
Additional information received: a. The nature of the incident is unclear. Please provide further incident details. Was the surgeon injured? The surgeon was not injured.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was not returned to medtech orthopaedics; however, photos were received for review. The photo investigation revealed that '399.370, periosteal elevator, straight shaft, 14mm wide, l 200mm¿ had broken. However, the reported condition of foreign body left in patient for device remains unconfirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The provided evidence was not sufficient to confirm the reported event. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the periosteal elevator, straight shaft, 14mm wide, l 200mm would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Procedure: femoral osteosynthesis using cerclage and nailing. The surgeon wanted to separate a muscle with very little force to obtain better visualization of the fracture. This was not the first time this instrument had been used, nor was it used on a similar structure. The tip broke in the surgeon's hand, without piercing the protective gloves. Particles were dispersed throughout the patient's body. Measures taken: skin compression, use of forceps to remove visible particles from the shoulder, rinsing and suctioning of the area, disinfection with betadine. Procedure was completed with a one hour delay.